Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had a red battery alarm. The device was taken out of use.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a red battery alarm was confirmed. The power module serial number (B)(6) was returned and evaluated at the edc service center. Visual inspection was unremarkable. The evaluation revealed the 12v sla battery was expired. The battery manufacturing date was 26mar2018 and the expiration date was 28feb2021. Further evaluation confirmed a yellow wrench and red battery symbol when the power module was powered on. The 12 sla battery was replaced, a full functional test was performed and the power module passed all test steps. In conclusion, the reported event was related to an expired 12v sla battery. The device history records were reviewed, and the record revealed the power module was manufactured in accordance with manufacturing and quality assurance specifications. Using the charger is addressed in instruction for use (IFU) section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Heartmate 3 patient handbook and IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Power module precautions and backup power usage are documented in the heartmate power module IFU. According to the heartmate power module IFU, the pm¿s internal backup battery is rechargeable. However, it has a limited lifespan. It will be replaced during annual pm service/maintenance service for the pm (at least once a year). No further information was provided. The manufacturer is closing the file on this event.